Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-08304. It was reported that device stuck in stent occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal to middle left anterior descending (lad) artery. The 2.5x32 synergy drug eluting stent was deployed in lad. An opticross¿ imaging catheter was selected for post stent intravascular ultrasound. Upon attempt to remove the opticross¿ catheter the device became stuck in the previously deployed synergy stent. An additional guide wire was inserted and the bias was changed, it became able to remove the opticross. It was suspected that the guide wire exit port of the opticross¿ was damaged. The procedure was completed using a non-bsc imaging catheter. No patient complications reported and the patient's condition is good.